Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer was hospitalized with high blood glucose in (B)(6) 2015. The mother stated the customer's blood glucose was over 570 mg/dl at the time of admission. It was reported the paramedics were called to treat the customer's blood glucose. The customer was also treated with manual injections for their blood glucose. It was also found the customer had a bent cannula, resulting in their high blood glucose. The customer was admitted in the hospital for two days and was treated with an insulin drip. The mother stated the customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.